Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 53 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. On day 9 of support, the patient was escalated to an impella 5.5 inserted via right axillary artery. The patient¿s clinical state prior to initiation of support was scai stage e. On day 6 of 5.5 support, while in the intensive care unit, it was reported the patient was positive for clostridioides difficile. The patient was receiving support from the 5.5, a right ventricular assistive device, as well a central line port was in place. On day 12 of 5.5 support, it was reported the patient received antibiotics as treatment for the infection. This event is conservatively reported as infection prompted intervention, but there was no lasting harm or injury reported.

Manufacturer narrative:
Additional information was received, and an updated clinical assessment was completed and documented in section b5 (event description). The information also confirms that the impella pump placed for support was explanted. The patient was subsequently reported to have expired, and section d6b has been updated accordingly. Following the clinical assessment, the reportable event classification was revised to death from serious injury. As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated. Note: the actual date of death is not known at the time of this follow-up report. A provisional date, based on the explant date, has been recorded. A supplemental report will be submitted upon receipt of the confirmed date of death or any new, relevant information. Correction: section d1 device brand name was corrected accordingly.

Event description:
An impella cp was inserted via right femoral artery in a 53-year-old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. On day 9 of support, the patient was escalated to an impella 5.5 inserted via right axillary artery. The patient¿s clinical state prior to initiation of support was scai stage e. On day 6 of 5.5 support, while in the intensive care unit, it was reported the patient was positive for clostridioides difficile. The patient was receiving support from the 5.5, a right ventricular assistive device, as well a central line port was in place. On day 12 of support, it was reported the patient received antibiotics as treatment for the infection. This event is conservatively reported as infection prompted intervention, but there was no lasting harm or injury reported. On day 30 of support, care was withdrawn and the patient expired. The device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical clinical condition as they presented with scai shock stage e.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.